Event description:
There was an allegation of questionable elecsys pth stat results for 4 patient samples on a cobas e411 module when compared to results with an assay from a different manufacturer. Please refer to the highlighted sections of the attachment "(B)(6)" for patient results.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The results from the other manufacturer were from an immulite analyzer using a siemens assay. The investigation is ongoing.

Manufacturer narrative:
The results were different samples from the same patient. Based on the available data, the investigation did not identify a product problem.